Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported having a gap between aligner and teeth with both step 7 and 8. Front teeth are getting more crooked instead of better. Top teeth are also being affected due to pressure / biting down on bottom aligner while sleeping. The patient said that step 8 aligner appears to have bent to let them move even farther apart. The patient said that the one time they tried to put in step 9 it nearly ripped out their permanent retainer when they tried to take it back out. It was painful and distressing.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.